Manufacturer narrative:
Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing. Microscopic and dissection inspection revealed tears the external and internal hemostatic valves had tears by the center slit.

Event description:
It was reported that blood leaking from the valve and air was repeatedly drawn into the syringe. During a pulmonary vein isolation to treat atrial fibrillation a faradrive was selected for use. After the sheath was introduced, the physician noticed blood leaking from the valve while aspirating, and air was repeatedly drawn into the syringe. The physician continued to aspirate but ultimately decided to switch to an alternate sheath. The procedure was completed without any complications for the patient, and the device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that blood leaking from the valve and air was repeatedly drawn into the syringe. During a pulmonary vein isolation to treat atrial fibrillation a faradrive was selected for use. After the sheath was introduced, the physician noticed blood leaking from the valve while aspirating, and air was repeatedly drawn into the syringe. The physician continued to aspirate but ultimately decided to switch to an alternate sheath. The procedure was completed without any complications for the patient, and the device is expected to be returned for analysis.